Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An impedance check identified disconnected electrodes, resulting in loss of magnetic resonance imagery (MRI) compatibility. An x-ray revealed lead migration. Reprogramming was performed but adequate pain relief could not be achieved. The evoke scs system was subsequently explanted.

Manufacturer narrative:
The serial number of the lead with disconnected electrodes could not be determined. Below is information on both leads. Serial/lot #: (B)(6) expiration date: 08dec2024. Serial/lot #: (B)(6) expiration date: 11mar2026.